Event description:
It was reported that the pump battery could not be charged. Subsequently, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was plugged in and charging. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.